Event description:
It has been reported to us that during the procedure, the occlusion balloon deflated unexpectedly. The physician was performing intervention on the internal carotid artery. The physician inserted the occlusion balloon wire into the pt. The physician advanced the occlusion balloon wire forward and carefully passed across the lesion with the tip of the guide catheter and placed it in the severely tortuous portion of the internal carotid artery. This placement allowed enough room for carotid stent deployment. The physician inflated the occlusion balloon to occlude the vessel. The physician inserted a pre-dilatation balloon and performed dilatation on the carotid artery. The physician noticed that during the dilatation the occlusion balloon deflated unexpectedly. The physician removed the device and replaced it with a second device to complete the case. The account reported that after the procedure, while the pt was inside the recovery room, it was observed that the pt had facial drooping and left upper extremity weakness. Neurology was consulted and an MRI was performed which confirmed the pt suffered a stroke. The pt's symptoms resolved by post operation day two. The pt's post-operative course was also complicated by a non-st mi with troponin and cpk-mb elevations. The pt was taken back to the operating room two days later to repair a bleeding right common femoral artery. The pt tolerated this procedure well and had no other complications. The pt was discharged two days later in stable condition.

Manufacturer narrative:
The customer has indicated that the subject device has been discarded and will not be returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. H3: device discarded-not returned for evaluation.